Manufacturer narrative:
Device is a combination product. (B)(4). Promus element plus, ous, 3.5x24mm, stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at approximately 265mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.50x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.